Event description:
It was reported the pt had inadequate pain relief but reprogramming was unsuccessful. F/u info identified the pt was unsatisfied with the device as he did not have an effective stimulation in spite of previous reprogramming attempts. The pt was to meet with the sjm rep and no further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.